Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:16may2019. International UDI : (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician reset the touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.